Event description:
It was reported that the patient was unable to adjust stimulation of his implantable neurostimulator. The programmer displayed a call your doctor icon and a power-on-reset condition was achieved. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot# v667643, implanted: (B)(6)-2011, explanted: na.